Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic; however, they were already at the hospital and underwent surgery on 25-nov-2025. The hcp administered two types of insulin therapy for a diagnosis of hyperglycemia. Reportedly, a sensor scan of 7.80 mmol/l was compared to an hcp meter result of 27.30 mmol/l. The length of sensor wear was 7 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025.impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
Adc investigated this issue and determined that the freestyle libre 3 plus sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation conducted under qr1081093. This issue was addressed in the field by adc fa1002-2025. H7 - other remedial action: fsca - ad, at, be, ca, de, dk, fi, fr, it, lu, nl, nz, no, sm, es, se, ch, UK. If product is returned, no further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving low glucose results from an abbott diabetes care (adc) device. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on the healthcare professional (hcp) meter and it is unknown whether the customer noted a trend arrow on the device. The customer was asymptomatic; however, they were already at the hospital and underwent surgery on (B)(6) 2025. The hcp administered two types of insulin therapy for a diagnosis of hyperglycemia. Reportedly, a sensor scan of 7.80 mmol/l was compared to an hcp meter result of 27.30 mmol/l. The length of sensor wear was 7 days. When the provided results were plotted on a parkes error grid, fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event. This is a known issue for the serial number associated with this complaint, addressed by adc field action fa1002-2025. Impacted product was distributed to andorra, austria, belgium, canada, denmark, finland, france, germany, italy, luxembourg, netherlands, new zealand, norway, san marino, spain, sweden, switzerland, UK, us, and qatar. Adc field action fa1002-2025 was issued only to impacted countries.

Manufacturer narrative:
Adc investigated this issue and determined that the sensor associated with this complaint may not meet product design specifications and may produce low glucose readings which are not clinically acceptable. This product has been determined to be within the scope of the investigation and actions conducted under adc field action fa1002-2025. No further investigation actions are required as this issue is confirmed to be in the scope of adc fa1002-2025. This also serves as a correction report. Section h1 (type of reportable event) was incorrectly submitted in the initial report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.